Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter phone number: (B)(6). E1 initial reporter facility name: (B)(6) hospital.

Event description:
The event involved a plum set where it was reported there was leakage on filter vent during infusion of chemotherapy drug. There was no other physical damage reported. There was no chemotherapy exposure to patient or healthcare provider. The spill was cleaned up per facility protocol, a spill kit was used. The set was replaced, and therapy resumed without problem. There was patient involvement and no patient harm.

Manufacturer narrative:
Received one used. List #14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #unknown. One used. List #unknown, bag spike adaptor w/ spiros; lot #unknown. One used. Manufacturer unknown, 4-way stopcock; lot #unknown. One used. Manufacturer unknown, 150ml burette w/ extension set; lot #unknown. One used. List #unknown, 0.9% norm-saline 500ml bag; lot #b3f77. One used. List #unknown, bag spike w/ clave; lot #unknown. The complaint of leakage can be confirmed on the returned (1) used 14687-15 primary plum set. As received, the air filter on the vent plug juncture was wetted out with prior infusate. The product was tested per product specification. There were no leaks with the cap closed. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9: device returned to MFR on 9/21/2023